Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 05/18/2016. Additional information: age at time of event, date of birth, other relevant history.

Manufacturer narrative:
It was reported that patient underwent concurrent total laparoscopic hysterectomy with bilateral salpingo-oophorectomy procedure. It was reported that patient underwent of mesh on (B)(6) 2008 by dr. (B)(6) due to erosion and avulsion of vagina. It was reported that patient underwent revision of mesh on (B)(6) 2009 by dr. (B)(6) due to erosion. It was reported that patient underwent revision of mesh on (B)(6) 2011 by dr. (B)(6) due to erosion and recurrent stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.